Manufacturer narrative:
E1 initial reporter address 1 : (B)(6).

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately stenosed vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became stuck with the guidewire and was removed forcefully. No damage was noted to either the guidewire or the catheter and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed with a different device. There were no patient complications.